Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) after a procedure that they had a stuck instrument on arm 1. The customer informed they had removed the instrument and trocar together. The tse viewed the logs and noted errors. The customer completed the procedure with 3 arms. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the name of the device that had an issue was a force bipolar. The device was inspected prior to use and there were no visible issues identified. Prior to attempting to remove the instrument the instrument jaws were not stuck in a closed position. The instrument and cannula were removed together due to the instrument housing being stuck on the arm. No fragments fell inside the patient. There were no instrument collisions that occurred during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The customer reported complaint was replicated and confirmed. The instrument was found to have a grip tang bent, causing the issue reported by the customer. The components adjacent to this bent grip tang did not show damage. The grips did not show cracking damage. The root cause is attributed to bent grip tang, which may result from damage during use as an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.